Event description:
It was reported by the patient, she had bilateral tka done on (B)(6) 2011. The patient stated she started to experience pain on both knees since her surgery. Patient stated its hard to get up and down from a chair. The patient stated her right knee is worse than the left. Patient's right knee was revised on (B)(6) 2013. The patient stated she is still experiencing pain on both knees and her pain hasn't gotten better. Patient is not able to climb steps without assistance. This pi for the left knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-320; lot# yt8y. Triathlon ps fem comp #2l-cem; cat# 5515f201; lot# sy3kc. Tri ts baseplate size 2; cat# 5521-b-200; lot# fexm. Triathlon fix. Peg 2 per pk; cat# 5575x000; lot# s6e4x. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mgs056. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the patient, she had bilateral tka done on (B)(6), 2011. The patient stated she started to experience pain on both knees since her surgery. Patient stated its hard to get up and down from a chair. The patient stated her right knee is worse than the left. Patient's right knee was revised on (B)(6), 2013. The patient stated she is still experiencing pain on both knees and her pain hasn't gotten better. Patient is not able to climb steps without assistance. This pi for the left knee.

Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "this inquiry reports the revision of a primary total knee arthroplasty approximately two years after implantation due to persistent pain. The patient continued to complain of pain after revision. I can confirm that this event took place since I was able to review the operation report and the radiographs. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of early failure are multifactorial including loosening, infection, instability, and surgical technique factors, as well as patient factors." -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient is experiencing pain post implantation of stryker knee components. A review of the provided medical records by a clinical consultant indicated: "this inquiry reports the revision of a primary total knee arthroplasty approximately two years after implantation due to persistent pain. The patient continued to complain of pain after revision. I can confirm that this event took place since I was able to review the operation report and the radiographs. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of early failure are multifactorial including loosening, infection, instability, and surgical technique factors, as well as patient factors." It is noted that the patient is inquiring if the implants are part of a recall. Based on the catalog numbers provided no product reported in this pi is subject to a product recall. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.